Manufacturer narrative:
This event not occurred in united states of america (USA). In the submitted notification there was reported bending and breaking needle. No information that the needle stayed in the patient body has been provided. We can reasonably conclude that if such an event were to occur, the user would have informed the pharmacist. Base on assessment, we do not found that incident directly or indirectly led, might have led or might lead to any of the following: a death or serious injury or would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. The complained defect was not confirmed in the internal evaluation of archival sample, and device history records (DHR) review. However, per guidance for industry and food and drug administration staff, FDA considers an event that occurs in a foreign country reportable under the MDR regulation if it involves a device that has been cleared or approved in the us - or a device similar to a device marketed by the manufacturer that has been cleared or approved in the us - and is also lawfully marketed in a foreign country. Devices may be manufactured to slightly modified specifications to meet standards in different countries. If these changes do not substantially alter the performance of the device, then any device events that are MDR reportable events relating to such modified devices should be reported under the MDR regulation (see section 4.11.3 of this guidance). Based on reporting criteria, the final recommendation of hhe team is: to report the event in USA.

Event description:
On 05/01/2025, htl-strefa inc. Received an email complaint notification. London drugs pharmacy manager located in canada stated: hi (B)(6), we had a patient, (B)(6), complain about the droplet 32g 4mm needles saying that they were bending/breaking easily, and one needle broke off in the abdomen when injecting insulin. This appears to be an issue with one box as he has been using these needles for a while without issue. The lot# of the affected box was d46d3. We replaced this box from our stock at no charge to the patient and asked them to return the faulty box. 1. What is your procedure for this? Would you like us to send you the faulty box? 2. Can you please ship us a replacement box for our stock? Thanks. Htl-strefa made a multiple attempts to obtain additional information concerning the patient. We are waiting for an answer. Product involved in the event was not returned to htl-strefa s.a. For further evaluation.